Manufacturer narrative:
The device was returned for evaluation. Microscopic examination revealed a partial separation at the collar/proximal shaft location. The inner diameter (ID) of the guidezilla was measured at the distal tip and was within specifications. A .057" tooling qualified mandrel was inserted through the tip with no resistance. Microscopic and tactile examination found no irregularities or defects in the ptfe. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 22mar2016. It was reported that the collar of the guide extension catheter damages stents. The target lesion was located in a somewhat tortuous left anterior descending (lad) artery. A 145, 5-in-6 guidezilla guide extension catheter had been used in completion of the procedure. During a percutaneous coronary intervention (pci), two non bsc stents were advanced through the guidezilla guide extension catheter however, it was noticed that the sharp edge on the proximal collar of the guidezilla damaged both stents. The physician took another non bsc stent and was able to deliver the stent to the target lesion. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a partial separation at the collar/proximal shaft location of the guidezilla guide extension catheter.